Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 175 and 211mg/dl. Blood test performed fasting on (B)(6) 2016 at 07:00am and produced test results of 175 mg/dl, 211 mg/dl, and 185 mg/dl. The test strip lot manufacturer's expiration date is 03/28/2017.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 175 and 211mg/dl. Blood test performed fasting on (B)(6) 2016 at 07:00am and produced test results of 175 mg/dl, 211 mg/dl, and 185 mg/dl. The test strip lot manufacturer's expiration date is 03/28/2017.